Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.